Event description:
It was reported that pump experienced malfunction alarm with code 9, and there were no notable events before this issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if issue returned.